Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (leaking gel) has been confirmed. Upon evaluation, the trunk cable connector was damaged and the connector pins were bent. The cause for the gelled belt was a damaged trunk connector. The root for the damaged connector and bent pins cannot be positively determined but was likely the result of excessive force. No adverse event resulted from the defective electrode belt connector and bent pins. The patient received a replacement electrode belt.

Event description:
The granddaughter of a (B)(6) male patient contacted zoll customer support to report that the patient's electrode belt gelled while he was in his vehicle coming home from the hospital. The patient was issued a replacement electrode belt.